Event description:
The fse reported that the system locked up. This resulted in a loss of imaging functionality. System functionality was recovered with a reboot. There is no report of injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The c-arm and workstation board and cables were evaluated and reseated. The system was tested and found to be working as intended and returned to service.